Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow up on medwatch# (B)(4).

Event description:
"Balloon trocar was inflated but failed to remain inflated during procedure. Device was removed, new device obtained and used without issue. No harm to patient." Additional information received from medwatch report filed by the user facility: "what was the original intended procedure? Laparoscopic cholecystectomy. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)." Type of intervention: used an additional trocar.

Manufacturer narrative:
Applied medical received the event unit for evaluation. Engineering performed leak testing on the balloon of the trocar, and observed two pinholes in the balloon, confirming the complainant's experience. During the manufacturing process, all trocar units are visually inspected and leak tested prior to packaging. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. It is important to note that events resulting in balloon damage are deemed non-reportable according to applied medical's reporting standards as they pose minimal risk to the patient or user. This report is to follow up on medwatch# (B)(4).